Manufacturer narrative:
Patient information provided.(B)(4).

Manufacturer narrative:
Patient information not available from site at time of this report. Medtronic representative following up at the site performed a system check-out and the navigation system worked properly. Software investigation not completed at time of this report.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative reported that while in a cranial procedure the previous day, the navigation system exited unexpectedly during navigation. The monitor went to a black screen and a re-boot was required to return the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.